Event description:
The dealer was speaking to the patient's son. He states that crossbrace broke where the screw goes through.

Manufacturer narrative:
Follow up to be sent if additional information is received

Manufacturer narrative:
Element was returned and evaluated by manufacturer. Element found to have minor wear damage to the part and a fracture of the cross brace weldment at the hole where the pivot link is mounted.

Event description:
The dealer was speaking to the patients son. He states that crossbrace broke where the screw goes through.